Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. The 2.0x12mm quantum maverick monorail balloon was advanced for post dilation. Upon the second inflation, the balloon ruptured at 10atm. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)